Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that they saw poor communication with and without the antenna. Patient services had the patient move the antenna around, but they still were unable to connect. They were redirected to their hcp. Additional information was received. The hcp reported poor communication. They said that the patient thought that the ins might be depleted and they are considering replacement surgery. A manufacturer representative (rep) told the hcp that it was likely that the ins reached end of service (eos) based on implant date. No further device issue alleged / identified. No patient symptoms or complications were reported.

Manufacturer narrative:
Correction: review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicating that the cause of the poor communication was determined to be due to dead battery, the battery will be replaced in (B)(6) 2020. No further complications were reported or are anticipated.